Manufacturer narrative:
Alleged failure: failed insulation scan. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, improper sterilization methods, or normal wear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.